Event description:
It was reported that the patients bi-v implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) sooner than anticipated. The patients right ventricular (rv) lead was exhibiting high pacing thresholds. Both the device and lead have been removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: model: 419588, lead; implant: 2012-(B)(6). (B)(4)